Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was unable to capture in the myocardium despite multiple attempts at re-positioning. The rv lead could not be positioned in an appropriate position. The physician felt that the distal part of the lead had curved slightly due to multiple re-positions, and impeded correct placement. The rv lead was removed and replaced with a competitor lead. No patient complications have been reported as a result of this event.